Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 10am on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿85mg/dl¿ with the subject meter and ¿64mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with humalog insulin on a sliding scale and one shot of tresiba per day. The patient stated that they ate half of a banana on (B)(6) 2018 after the alleged product issue occurred. On (B)(6) 2018 the patient stated that they developed the symptom of ¿disoriented¿; a symptom which they associated with hypoglycemia. In response to this the emergency medical services (ems) were called and the patient was given glucose tablets by the ems at 8:20am on (B)(6) 2018. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.